Manufacturer narrative:
Neither pt injury nor medical intervention was reported-required. The service tech inspected the machine. He found the effluent scale out of calibration. All scales needed to be calibrated. He calibrated scales per MFR's procedures. He verified all scales and pressures within MFR's specifications. He verified the rotors with the rotor check tool. Performed a prime test and a self test. He performed a simulated treatment of 15 minutes to verify the fluid removal rate. The service tech went over the calibrationh of the scales with facility's clinical care coordinator so she could train the other nurses how to do the scales calibration procedure. She was not requesting a visit from an intensive care specialist as she felt that the gambro services tech di an adequate job of training her how to perform scale calibrations. The machine is now working correctly.